Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case close complete. Customer called in for help on 8015 unit with error code 133-6090 which is the main speaker has went out on unit will have to replace resolve issue confirm part number for speaker to customer advice me the unit is less then one year old, would like to have the part sent to him with no charge. I explain to customer with the warranty normally you have to send unit in to replace parts. I will transfer you to order mgr. They will be able to tell you if they can't send the part free of charge or if you will have to send unit in for repair. (B)(4). 8015 unit customer called in for help on new 8015ls unit with error code 133-6090 which is the main speaker on unit has went out needs to be replace because unit is still under first year warranty customer is asking can we just mail them the part with no charge since unit is under warranty. Explain to customer I will confirm you the part number and transfer you to order mgr. They will look into that if they are not able to send the customer the part with no charge. They will transfer customer to services repair to setup unit for services repair.